Event description:
Affiliate reported that the ventricles of the pt's brain remained too small even as the device pressure was changed. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was tested and passed all tests. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.